Event description:
Patient's relative reported left side "tested for bia alcl given nature of swelling and pain," minimal fluid surrounding implant, sudden onset of swelling involving the left breast. Device was explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: anxiety-product/procedure: unable to observe as it is not related to the device. Seroma-late: unable to observe as it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient's relative reported left side "tested for bia alcl given nature of swelling and pain," minimal fluid surrounding implant, sudden onset of swelling involving the left breast. Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Patient's relative reported left side "tested for bia alcl given nature of swelling and pain," minimal fluid surrounding implant, sudden onset of swelling involving the left breast. Device was explanted.